Manufacturer narrative:
Continued e.1. Phone number: (B)(6) continued e.1. Fax number: (B)(6) the events of "capsular contracture", "seroma-late", and "lymphoma-alcl-suspected" are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV; "effusion/lymphorrea"; "silicone perspiration"; "anaplastic lymphoma sampling"

Event description:
Healthcare professional reported right side "silicone perspiration", "change of device color", "capsular contracture (baker grade IV)", "effusion/lymphorrhea", "inflammation", "breast pain", and "anaplastic lymphoma sampling". Pathological markers confirming alcl have not been received. Device has been explanted.